Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number:(B)(4).it was reported that the patient's scs anchor was protruding and became painful. As a result, surgical intervention was undertaken on (B)(6)2024 where the patient's anchors were replaced to address the issue. Additionally, the leads and ipg were electively replaced. Effective therapy restored post op.

Manufacturer narrative:
The date of event is estimated.